Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On the same day, it was reported that the patient experienced inaccurate cgm values. The day of the event the patient self-treated a low cgm reading with sugar and drinking orange juice multiple times. After this, the patient experienced feeling dizzy and shaky. When the patient took a fingerstick the blood glucose reading was high. The patient called the emergencies and was brought to the hospital. At the hospital the patient received treatment with the ¿exact¿ medicine she is taken. It is understood that the patient was referring to insulin, but the route of treatment is not known. The patient stayed in the hospital for a total of 2 days and was given a dietary supplement for diabetes. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was received and evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. No meter values are present and/or no meter values that are inaccurate are present within the investigation window. The customer complaint is undetermined as analysis would not be able to confirm the complaint nor determine a potential root cause. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.